Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawers failed. A field service engineer contacted the customer and checked on the station to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie pocket failed. The customer stated that the malfunction caused a delay pf about 15 minutes to the patient care, and they set a workaround to get the medications from a different station or from the pharmacy. There were no adverse events or injuries reported based on this event.